Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what does ¿mpp¿ mean?¿it means ""medial parapatellar approach"". Please provide the patient's demographic information including age, weight, bmi at the time of index procedure.¿well built male. Date of index surgical procedure?¿(B)(6) 2022, the date is unk the diagnosis and indication for the index surgical procedure?¿unk on what tissue was the suture used?¿joint capsule what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not special condition when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision?¿yes after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes?¿unk did the surgeon then proceed with wound closure in the opposite direction of the first pass?¿yes was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿yes were two reverse stitches performed across the incision prior to closure?¿yes what tissue dehisced?¿joint capsule is it known how the wound dehisced?¿by the suture loosened did the sutures barbs not engage in the tissue?¿unk did the suture pull out of the tissue?¿no did the suture break? If so, where was the break noted (termination, middle, end)?¿no were there any patient stress factors that led to the suture breaking or pulling out of the tissue?¿the patient was well built male. Onset date/time of dehiscence? (# post op days)¿about a week. How was the dehiscence managed?¿reoperation please describe any surgical intervention required for the wound dehiscence including date and findings.¿reoperation did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no please describe the appearance of the suture during the second procedure.¿loosened what symptoms did the patient experience following the index surgical procedure? Onset date?¿the effusion won't stop other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the patient was well built male. What is the patient's current status?¿discharged lot number?¿unk correction: g1.

Event description:
It was reported that a patient underwent a total knee arthroplasty on around (B)(6) 2022 and barbed suture was used at mpp. The patient was a man who was strongly built. However, dehiscence occurred within a week after the surgery, so a re-operation was performed. After the surgery, some liquid leaked from knee joint during rehabilitation. The middle 1 cm of the wound was slightly opened, so dermal suture was applied, but the leakage did not stop. When reopened, the suture that sutured the arthrodesis was loose. The patient was discharged from the hospital. [Surgeon¿s opinion about causal relationship between product and event] no additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does ¿mpp¿ mean? Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?